Event description:
It was reported that stent moved on the balloon. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 8.0x20x135 cm express ld vascular stent was advanced for treatment, however, it was noted that while flushing saline the stent slid off the balloon but remained in the stent delivery system. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent moved on the balloon. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 8.0x20x135 cm express ld vascular stent was advanced for treatment, however, it was noted that while flushing saline the stent slid off the balloon but remained in the stent delivery system. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: an 8.0x20x135 cm express ld vascular stent was returned for analysis. A visual and microscopic examination was performed on the returned delivery system. No damage or any issues were noted with the catheter, tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic examination was performed on the balloon material. The balloon material was unfolded and solidified inflation medium was noted within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the stent. The stent was not in the correct position between the markerbands on the balloon material and was noted to have moved proximally along the catheter of the device approximately 5mm proximal to the proximal markerband. Two struts at the proximal end of the stent were noted to be lifted from the crimped stent. No issues were noted with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on the balloon. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 8.0x20x135 cm express ld vascular stent was advanced for treatment, however, it was noted that while flushing saline the stent slid off the balloon but remained in the stent delivery system. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: an 8.0x20x135 cm express ld vascular stent was returned for analysis. A visual and microscopic examination was performed on the returned delivery system. No damage or any issues were noted with the catheter, tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic examination was performed on the balloon material. The balloon material was unfolded and solidified inflation medium was noted within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the stent. The stent was not in the correct position between the markerbands on the balloon material and was noted to have moved proximally along the catheter of the device approximately 5mm proximal to the proximal markerband. Two struts at the proximal end of the stent were noted to be lifted from the crimped stent. No issues were noted with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis.